Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to sensing was not adequate and physician felt the lead was malformed in the body. A new lead was placed. No adverse patient effects were reported.